Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that there was lead insertion difficulty during implant. It was confirmed that the header bore was clear and the set screw was backed out of the bore. They were still unable to insert the lead into the implantable neurostimulator (ins). The contacts were visually inspected and it was confirmed that none looked out of round. The ins was rotated while inserting the lead it was wiped down with de-ionized water for lubrication. This did not resolve the issue. The rep did not have another battery to use. The rep said that they will evaluate. The location of the issue was at the header block. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.